Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. The sensor was inserted on (B)(6) 2016. Patient reported that at approximately 2:30am, they had a low event and were unable to treat themselves. Patient stated that they felt "out of it". Patient's wife called the paramedics and when they arrived on the scene, the patient was treated with glucose. During the time of the low event, the patient's display was showing dashes on the screen. At the time of contact, the patient had recovered. No additional event or patient information is available.